Event description:
It was reported by biomed that occasional low battery issue have occurred. The product issue was observed by bd associate during site visit. Generalized feedback, no reported patient harm, no further information available, no devices available for investigation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.